Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his implantable neurostimulator (ins) did not relieve his pain. It was noted that manufacturing representative (rep) tried multiple times to reprogram the patient's stimulation to cover the pain areas, and was unsuccessful. The patient stated that he wanted to have his ins removed due to the lack of pain relief. The indications for use include chronic back pain and spinal pain. Follow-up is not required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.